Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of pneumonia, which warranted hospitalization. While hospitalized, the patient contracted peritonitis (specifics unknown) while undergoing ccpd therapy and reportedly withdrew from rrt therapy (rationale unknown) on (B)(6) 2025. Although the specifics are unknown, it appears the patient entered some form of palliative care and expired on (B)(6) 2025. Hospice care is defined as a medical intervention, with the expected outcome being the patient will expire as a result. It should be noted that limited clinical follow-up information precluded a more comprehensive medical review. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Additionally, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was admitted for pneumonia (specifics unknown). While hospitalized, the patient contracted peritonitis (specifics unknown) while performing ccpd therapy and reportedly withdrew from rrt therapy on (B)(6) 2025. It appears the patient entered some form of palliative care and expired on (B)(6) 2025. Subsequent attempts to obtain additional clinical information (e.g., death certificate, esrd death notification, causality, treatment records, discharge summary) were unsuccessful.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was admitted for pneumonia (specifics unknown). While hospitalized, the patient contracted peritonitis (specifics unknown) while performing ccpd therapy and reportedly withdrew from rrt therapy on (B)(6) 2025. It appears the patient entered some form of palliative care and expired on 12/jan/2025. Subsequent attempts to obtain additional clinical information (e.g., death certificate, esrd death notification, causality, treatment records, discharge summary) were unsuccessful.